Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they saw patient in clinic today and they attempted to increase stim on all 7 programs but received "max settings have been reached" message on all of them at around 0.8 ma. Caller stated that patient noticed about a week ago that their ins was sitting perpendicular to their skin so they moved it back into place and ever since then their system has been acting "weird". Patient reported they did not have any falls. Caller didn't check impedances when they were with the patient. The caller was not with the patient. The caller was redirected to check impedances and obtain imaging. It was reviewed that system is likely going into oor due to impedance issue with most, if not all, of the contacts. Caller mentioned using interstim x clinician app but tss didn't ask for serial number since they didn't know patient info and weren't with the patient. On 2022-aug-01 additional information received from rep. They reported they did an impedance check and all four electrodes were out of spec so the patient was going to meet with the healthcare professional (hcp) to discuss getting a new implant.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.